Event description:
During ptca in the common iliac artery with moderate calcification and light vessel tortuousity, the physician placed the palmaz stent (p2008e) on the target lesioin but the diameter was not enough. Then he decided to dilate the balloon (actual product) as post, but the balloon catheter was caught at the edge of the stent during delivery and ruptured. After that, he tried to inflate the balloon, but he could not do that and found the balloon was ruptured. Eventually, he changed the balloon catheter and performed post dilatation with new balloon catheter (powerflex p3 420-0020s). Product was clinically used in the pt and will not be returned for analysis.